Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Mitek received the "trocar" drill component of the cross pin kit; the device was evaluated visually, both with the naked eye and under power. It is noted that the device has signs of manhandling; there are spiral and scratch marks on the shaft towards the distal portion of the device; also the distal trocar tip has damage to it; material displacement, material smear, dulled and damaged cutting edges; which is indicative of having forcefully come into contact with something hard, like another metal object. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints of any kind for this lot of devices that were released to distribution. The event description indicates that the devices were not placed properly in the bone tunnel, the surgeon had to re-introduce the device into the bone and had difficulty making this correction, this description, along with the physical observation of the complaint device indicates that the underlying reason for the reported issue is technique, a user issue. Outside of that consideration, we cannot discern any other root cause for the event. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek, and to date the complaint device has not been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that during an arthroscopic knee repair the surgeon noted that there were metal shavings emanating from the guide sleeve and trocar while the surgeon was drilling into the bone tunnel. It appears that the while attempting to place the 1st sleeve or sleeves through the femoral condyle the surgeon met some resistance, thought that the trocar was dull; however, upon examination the surgeon noted that the guide sleeve (s) was not placed in the proper axis, not in the tunnel (?). The surgeon used another "sleeve/trocar" kit and placed it correctly through the bone into the graft tunnel; however, the surgeon had to use some force and manipulate the sleeve during placement for correct axis alignment; at this point he noticed metal filings from the instruments being deposited into the patient's joint space. The procedure was concluded successfully, however, all of the debris was not able to be removed.